Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump leaked. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on february 25, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (indication that the device is available for evaluation). (Indication that the device has not been evaluated by manufacturer, but is anticipated). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to device evaluation); h3 (device evaluated by manufacturer); h6 (identification of evaluation codes 10, 38, 89, 3317, 213, 67). Method code #1: 10 - actual device evaluated. Method code #2: 38 - visual inspection. Method code #3: 89 - flow testing. Method code #4: 3317 - manufacturing review. Results code: 213 - no failure detected. Conclusions code: 67 - unable to confirm complaint. The returned sample was visually inspected upon receipt, during which no anomalies were noted. A review of the device history record revealed no anomalies. Small pieces of tubing were attached to the ports of the sample when received, but they were not long enough to perform leak testing with; therefore, they were cut off of the sample and new tubing was attached in order to perform the leak test. The sample was set up in a circuit of saline solution on a sarns driver and ran at approximately 3600 rpm for 30 minutes with a backpressure of roughly 600 mmhg. No leaks were observed from the centrifugal pump unit. A definitive root cause could not be determined; therefore, the complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.